Event description:
The customer requested a technical evaluation. Further information was provided that there were power supply-related error messages. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.